Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found that the unit failed the flow sensor calibration. The se performed the calibration and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a safety valve open message. The ventilator was not connected to a patient when the malfunction occurred.